Manufacturer narrative:
Other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6), 2015. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was spinal pain. The date of the event was approximately. It was reported the pump was infected and the patient had meningitis. The patient was hospitlaized and treated with intravenous antibiotics. The device was explanted. The patient was injured in the 80s. In 1995 they put screws and rods at 3 levels and fused lumbar 3, 4 and 5. In 1997, he was still having considerable pain and they thought the screws and rods were touching a nerve, so they removed the hardware, and everything healed. They were trying to straighten out his back. The patient had seen his lumbar on fluoroscope and he does not have a lumbar spine. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the hcp explanted the pump because the treating physician did not want to do the explant. The pump was explanted on (B)(6) 2014. The catheter was sent to lab for culture and there was no evidence of pump failure and the pump was not sent back. No further complication was reported.